Event description:
Related manufacturer reference number: 2017865-2025-15458. It was reported a patient's implantable cardioverter defibrillator (ICD) presented with erosion. The right ventricular (rv) showed insulation damage. The system was explanted in a procedure on (B)(6) 2025. Post-procedure there were no patient consequences.